Manufacturer narrative:
The system logs are not available for review.

Event description:
It was reported that during an ion-assisted lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement and hospitalization. The target nodule measured 13 mm and was located in the right middle lobe along a fissure. During withdrawal of the ion scope, an airway wall injury (attributed to the needle biopsy) was observed along a carina. A small right middle lobe pneumothorax measuring approximately 2 cm was subsequently identified. A chest tube was placed, and the pneumothorax resolved. Per the physician, the pneumothorax was not suspected to be caused by the ion system and would likely have occurred with another biopsy modality. The airway wall injury was attributed to the needle biopsy in the setting of a fissure-adjacent target, with the biopsy reportedly traversing between lobes. The physician confirmed there was no device malfunction.